Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the air line sensor was too sensitive such that the device will alarm air in line shortly after pressing the start key. The proper set loading was demonstrated specially the thread it through step to properly seat the tubing in air in line sensor during bd onsite visit. There was no information on patient involvement. Although requested, no further information was known by the customer. No devices will be returned for investigation.